Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported corneal edema with ulcerations and inflammation of that anterior chamber at the two incisions made with the laser. Differential diagnoses were eliminated by post-operative examinations. Clinical consequences are poor visual recovery, stromal cast, localized endothelitis and delayed epithelial healing at both incisions. Upon follow up, left eye was affected by corneal damage at incisions. Corneal inflammation was at both incisions. Patient was informed of the risks and hygiene measures required following cataract surgery. Symptoms were first observed one day post-operatively. Epithelial and stromal ulcerations were noted at the two corneal incisions along with localized endothelitis and anterior chamber inflammation. Corneal ulcers persist for several weeks. Patient outcome is good. Approximately two months post-operatively, visual acuity is slow to return with halos. This is in relation with a linear corneal scar from the secondary corneal incision that is flush with the visual axis.

Manufacturer narrative:
Based on assessment, the product met specifications at the time of release. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Upon additional follow up, no additional surgery is planned.

Manufacturer narrative:
The customers reported event was not able to be confirmed. The root cause cannot be determined conclusively. (B)(4).